Event description:
Per the nursing manager, the pt and/or family altered the dose of medication and the pt overdosed and needed to go to the ICU because of this. Investigation found that the device was infusing fentanyl at 5ml/hr. The event log showed that there were 15 soft dose limits high alerts and 14 dose overrides recorded during the time frame in question. Someone programmed the pump to give boluses 14 times for about a minute each (rate of 999ml/hr or 500ml/hr). This concurs with the customer's description. The device was tested for rate accuracy and found to be within specifications.